Event description:
It was reported that on (B)(6) 2019 at 0151 a primary infusion of an sodium glycerophosphate 20mml/250ml was programmed to infuse for 8 hours. On (B)(6) 2019 at 0231 the rn entered the patient's room to find that the IV bag was empty. The customer later stated that there were no adverse effects caused to the adult patient from the event.

Manufacturer narrative:
Additional patient information: diagnosis: fever no device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Patient age and dob requested but not provided.

Event description:
It was reported that an infusion of an unspecified medication 250ml programmed to infuse for 8 hours was initiated on (B)(6) 2019 at 0151. On (B)(6) 2019 at 0231 the rn entered the patient's room to find that the IV bag was empty.